Manufacturer narrative:
(B)(4). The actual device used in the procedure was not returned. Two sterile devices were returned in good visual condition. The breakaway washer was present and uncut on both devices. Devices were fully loaded with staples, indicating that the device had not being fired. The devices were tested for functionality with the returned washer and both fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). At the time of this submission, the device has not been returned for analysis. If the device is received at a later date a supplemental medwatch will be sent. Additional information received: pph01; starr procedure. During the procedure everything was ok. Two days after surgery there were bleedings out of the dorsal staple line. Re-surgery required, staple line was overstitched by hand. Some few misformed staples were observed. Event date is unknown therefore the event date provided is based upon the first day of the month provided upon notification (alert date).

Event description:
It was reported that during a starr procedure, two days after the procedure patient got bleedings out of the staple line, no further information is available. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4).additional information received:the surgeon is very experienced with the procedure and with our device.the surgeon stated that there were no differences to other similar procedures where no post-op bleedings occurred. There is no further information available as the surgeon collected these cases through this year.